Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca and one endeavor sprint rx drug-eluting stent implanted to the mid lad. On the same day, the patient suffered an mi. The mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Ref 9612164-2012-00075 and 9612164-2012-00076.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Event description:
Investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4).